Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Acott, thomas r. Md, brolin, tyler j. Md, azar, frederick m. Md. (2020). A quantitative analysis of deltoid lengthening and deltoid-related complications after reverse total shoulder arthroplasty: a retrospective case-control study. Current orthopaedic practice, 31(2), 126-132. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article from current orthopaedic practice (2020), which reviewed deltoid complications after rtsa, it was noted that 6 patients within the complications group experienced postoperative acromial fractures. All fractures were managed nonoperatively with sling immobilization for six weeks, followed by progressive mobilization in physical therapy. Attempts have been made and additional information on the reported event is unavailable at this time.